Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was kinked as the device was pulled out of the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: synergy ii, us, mr, 3.5x12mm, stent delivery system was returned for analysis. A visual examination of the entire stent was reviewed for damage. There was no lifting or stretching of struts. The struts remained in a crimped state. The stent outer diameter was measured and the result is within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the device came out of the hoop with the catheter kinked by the hub.